Manufacturer narrative:
The correction of h6 investigation findings, h6 investigation conclusions and h11 additional manufacturer narrative deems required. This is based on the internal evaluation. Previous h6 investigation findings: operational problem identified/device incorrectly reprocessed/device incorrectly cleaned during reprocessing/4229. Corrected h6 investigation findings: manufacturing process problem identified///170. Previous h6 investigation conclusions: cause traced to user//19. Corrected h6 investigation conclusions: cause traced to manufacturing//25. Additional manufacturer narrative: based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since rust could be considered as technical deficiency, and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. According to subject matter expert at manufacturer¿s, the concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instruction, avoiding spraying, high concentrations, prolonged exposure to detergents/disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manuals mention in the preventive maintenance to lubricate some parts of device. To prevent any incident, the user manuals mention to perform daily inspections in order to detect paint defects, impact marks or other damages. Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. Additional manufacturer narrative: getinge became aware of an issue with one of surgical light ¿ volista standop. It was discovered, that the paint degradation occurred on the fork axle, which might cause also rust occurrence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since paint peeling could be considered as technical deficiency, and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. Subject matter expert performed an investigation at manufacturer¿s site. It was established, that the peeling paint was caused by a lack of paint adhesion due to the painting process, the surface was too smooth after nitrocarburizing and the paint did not adhere correctly. The surface treatment of the axle involved was performed, by manual mechanical cleaning with sanding sponge carborundom p240. In order to improve the paint adhesion, the supplier ¿larm a.s.¿ implemented modifications in the technological process for the metal surface treatment before painting, s70 abrasive ball blasting is applied, increasing the roughness of the surface and ensuring paint adhesion. This step is an automatic process reducing human factor. From january 2021 the volista standop light heads are equipped with these axles improved. To prevent any safety issue the user manual mentions to check for any chipped or missing paint during daily inspection. Additional inspection shall be performed as a part of the maintenance monthly inspection. In addition, the field safety corrective action msa-605552 with the service bulletin sb281b were launched on may 10th 2022 in order to inspect and replace the axles involved by a paint chipping on the volista standop light heads manufactured between april 2013 and december 2020. The axles involved by a paint chipping must be replaced. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights- volista standop. It was stated the upper part of the dome arm shows signs of rust due to deterioration of the paint. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since rust could be considered as technical deficiency, and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. According to subject matter expert at manufacturer¿s, the concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instruction, avoiding spraying, high concentrations, prolonged exposure to detergents/disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manuals mention in the preventive maintenance to lubricate some parts of device. To prevent any incident, the user manuals mention to perform daily inspections in order to detect paint defects, impact marks or other damages. Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 27th may, 2024 getinge became aware of an issue with one of surgical lights- volista standop. It was stated the upper part of the dome arm shows signs of rust due to deterioration of the paint. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.